Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On the same day as the onset, the patient was hospitalized for the peritonitis event. On the same day, the patient began treatment with vancomycin (1 gram, frequency and route not reported) for the event of peritonitis. The cause of peritonitis and the patient¿s outcome were unknown. The action taken with pd therapy was not reported. No additional information is available.